Manufacturer narrative:
Additional information was received that the reported event was caused by use error. The user attempted ventilation with a flow rate that was inadequate for the machine. When the customer increased the flow rate, ventilation was provided as intended. Per the ge fe, the equipment was checked and found to function within manufacturer's specifications. The logs were reviewed, and there was no indication of equipment malfunction. H3 other text : additional information was received that the reported event was caused by use error. The user attempted ventilation with a flow rate that was inadequate for the machine. When the customer increased the flow rate, ventilation was provided as intended. Per the ge fe, the equipment was checked and found to function within manufacturer's specifications. The logs were reviewed, and there was no indication of equipment malfunction.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.